Event description:
A customer reported an issue with a continuous glucose monitor (cgm) error, specifically cgm error 42. However, there was no adverse impact to the customer¿s blood glucose level. The customer reset the pump before the technical support team's callback, and after the reset, the error did not reappear. The sensor session was successfully started by the customer.